Event description:
It was reported that during a laparoscopic lobectomy procedure, error 5 was displayed several times. After that, the blade was broken off when the blade was wiped outside the patient. No pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time